Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted distributor support, received guidance to perform pump reset, and completed reset with support, after which error did not reappear and customer successfully started new sensor session; device was not returned and no replacement pump was provided.